Manufacturer narrative:
Device evaluation: the vent was received at the international service center for evaluation. The service technician duplicated the reported complaint. The cause was determined to be failure of the flow sensor assembly. Resolution and disposition: flow sensor assembly was replaced.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient age: reported as in his (B)(6). Reporter's occupation: distributor ((B)(4)). Reporter's name was not disclosed by the distributor's company per their privacy policy. (B)(4).

Event description:
The international customer reported to the manufacturer's distributor that during use of the v60 ventilator, "circuit disconnect" alarm occurred frequently the night before, and even after the mask was refitted, the problem was not solved. The unit was checked by the distributor personnel and the problem was reproduced. It was also observed that the unit missed the patient's inspiration many times. The unit was replaced and the one collected was checked at the hospital's biomed room and found that with ipap of 12 cmh2o or lower, or, rise time of 5 the alarm occurred along with a rapid leak volume increase to 115 l/min. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The gas delivery system (gds) assembly was returned to the v60 vent manufacturing facility for evaluation. Gds was installed into a test ventilator. The testing unit was extensively tested and no errors or faults were generated. The root cause for the customer's report of "circuit disconnect" alarm occurred frequently could not be identified.